Event description:
The customer reported a loud speaker failure. No patient harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.